Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4).has been listed in sections manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using a bd descartex¿ ii sharps collector, the lid was difficult to close. The following information was provided by the initial reporter, translated from portuguese to english: it was noticed by the team that the collector has presented great difficulty in closing, since the overcap sometimes has not fulfilled the sealing objective, representing a risk of contamination secondary to the possibility of the return of the discarded material when collected.

Manufacturer narrative:
H.6. Investigation summary: due to no material, batch/lot , or sample being received, investigation could not be performed and the production records could not be evaluated. This complaint of lid will not shut could not be verified and the root cause remains unknown.

Event description:
It was reported that while using a bd descartex¿ ii sharps collector, the lid was difficult to close. The following information was provided by the initial reporter, translated from portuguese to english: it was noticed by the team that the collector has presented great difficulty in closing, since the overcap sometimes has not fulfilled the sealing objective, representing a risk of contamination secondary to the possibility of the return of the discarded material when collected.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-nov-2022. H.6. Investigation summary: sample and photo received by our quality team for investigation. Upon visual inspection and evaluation, it was possible to observe difficulty with lid in closure of the sharp container. Possible root cause is associated with resistance of the mold manifold of the sharps cover does not reach the cover temperature causing the cover to have a dimensional millimeter smaller than specified, but still causing difficulty in closing the cover. The temperature was set to manual with 100% power. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using a bd descartex¿ ii sharps collector, the lid was difficult to close. The following information was provided by the initial reporter, translated from portuguese to english: it was noticed by the team that the collector has presented great difficulty in closing, since the overcap sometimes has not fulfilled the sealing objective, representing a risk of contamination secondary to the possibility of the return of the discarded material when collected.

Manufacturer narrative:
Additional information was provided by the customer. The following fields have been updated: d.2. Medical device catalog#: 305642. D.2. Medical device lot#: 2089428. D.3. Medical device manufacturer: becton dickinson ind. Cirurgicas ltda. D.4. Medical device expiration date: na. D.5. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: becton dickinson ind. Cirurgicas ltda. G.5. PMA / 510(k)#: na. H.4. Device manufacture date: 30-mar-2022.

Event description:
It was reported that while using a bd descartex¿ ii sharps collector, the lid was difficult to close. The following information was provided by the initial reporter, translated from portuguese to english: it was noticed by the team that the collector has presented great difficulty in closing, since the overcap sometimes has not fulfilled the sealing objective, representing a risk of contamination secondary to the possibility of the return of the discarded material when collected.